Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 33-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease, migraine, cyst of ovary, urinary frequency, bloating and discomfort. Previously administered products included for an unreported indication: zofran, nexium from 2005 to 2010, prenatal vitamins, birth control pills and tylenol. Concurrent conditions included eczema, breath shortness, abdominal pain, tubal ligation, vomiting, benign cervical tumor, indigestion and lower abdominal pain. Concomitant products included ethinylestradiol; norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2014 for contraception as well as ibuprofen from (B)(6) 2016 to (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression / psychological or psychiatric problems ¿ depression, psych injury"), anxiety ("anxiety/mental anguish / psychological or psychiatric problems ¿ anxiety and mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion ("uterine foreign body, right essure coil is not seen"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with celecoxib (celexa), clonazepam (klonopin), gabapentin, nsaids, paracetamol (acetaminophen), piroxicam (paxil) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the device expulsion, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 and (B)(6) 2014. Patient received treatment for abdominal pain, back pain, psycho injury, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. No leak of contrast outside the uterus. Ultrasound abdomen - on (B)(6) 2014: normal pelvic ultrasound. Normal color doppler flow to both ovaries. Visualization of only the left essure coil. This however is likely technical. An ap radiograph of the pelvis could be performed for further evaluation if clinically warranted. Likely physiologic 2.1 cm left ovarian cyst. Ultrasound pelvis - on (B)(6) 2014: normal pelvic ultrasound. Normal color doppler flow to both ovaries. Visualization of only the left essure coil. This however is likely technical. An ap radiograph of the pelvis could be performed for further evaluation if clinically warranted. Likely physiologic 2.1 cm left ovarian cyst. On (B)(6) 2015: complicated cyst in the right ovary measures 3.8 cm in longest dimension. Based on appearance, this is favored to represent a hemorrhagic cyst. Normal color doppler examination of the ovaries.; on (B)(6) 2015: foreign body in uterus, sequela. Endometrium normal 7.6 mm.uterus attenuating with bulbous fundus 8.9 x 5.3 x 4.2 cm; coils not discretely seen. Ovarian measurements 2.3 x 1.4 x 1.4 cm with sub cm follicle. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 33-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease, migraine, cyst of ovary, urinary frequency, bloating and discomfort. Previously administered products included for an unreported indication: zofran, nexium from 2005 to 2010, prenatal vitamins, birth control pills and tylenol. Concurrent conditions included eczema, breath shortness, abdominal pain, tubal ligation, vomiting, benign cervical tumor, indigestion and lower abdominal pain. Concomitant products included ethinylestradiol;norgestimate (sprintec) from may 2013 to november 2014 for contraception as well as ibuprofen from february 2016 to march 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression / psychological or psychiatric problems ¿ depression, psych injury"), anxiety ("anxiety/mental anguish / psychological or psychiatric problems ¿ anxiety and mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion ("uterine foreign body, right essure coil is not seen"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with celecoxib (celexa), clonazepam (klonopin), gabapentin, nsaids, paracetamol (acetaminophen), piroxicam (paxil) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved and the device expulsion, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. Patient received treatment for abdominal pain, back pain, psycho injury, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. No leak of contrast outside the uterus.. Ultrasound abdomen - on (B)(6) 2014: normal pelvic ultrasound. Normal color doppler flow to both ovaries. Visualization of only the left essure coil. This however is likely technical. An ap radiograph of the pelvis could be performed for further evaluation if clinically warranted. Likely physiologic 2.1 cm left ovarian cyst.. Ultrasound pelvis - on (B)(6) 2014: normal pelvic ultrasound. Normal color doppler flow to both ovaries. Visualization of only the left essure coil. This however is likely technical. An ap radiograph of the pelvis could be performed for further evaluation if clinically warranted. Likely physiologic 2.1 cm left ovarian cyst.; on (B)(6) 2015: complicated cyst in the right ovary measures 3.8 cm in longest dimension. Based on appearance, this is favored to represent a hemorrhagic cyst. Normal color doppler examination of the ovaries.; on (B)(6) 2015: foreign body in uterus, sequela. Endometrium normal 7.6 mm.uterus attenuating with bulbous fundus 8.9 x 5.3 x 4.2 cm; coils not discretely seen. Ovarian measurements 2.3 x 1.4 x 1.4 cm with sub cm follicle.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 33-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease, migraine, cyst of ovary, urinary frequency, bloating and discomfort. Previously administered products included for an unreported indication: zofran, nexium from 2005 to 2010, prenatal vitamins, birth control pills and tylenol. Concurrent conditions included eczema, breath shortness, abdominal pain, tubal ligation, vomiting, benign cervical tumor, indigestion and lower abdominal pain. Concomitant products included ethinylestradiol;norgestimate (sprinted) from (B)(6) 2013 to (B)(6) 2014 for contraception as well as ibuprofen from (B)(6) 2016 to (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression / psychological or psychiatric problems ¿ depression"), anxiety ("anxiety/mental anguish / psychological or psychiatric problems ¿ anxiety and mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion ("uterine foreign body, right essure coil is not seen"). The patient was treated with celecoxib (celexa), clonazepam (klonopin), gabapentin, nsaids, paracetamol (acetaminophen), piroxicam (paxil) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. No leak of contrast outside the uterus.. Ultrasound abdomen - on (B)(6) 2014: normal pelvic ultrasound. Normal color doppler flow to both ovaries. Visualization of only the left essure coil. This however is likely technical. An ap radiograph of the pelvis could be performed for further evaluation if clinically warranted. Likely physiologic 2.1 cm left ovarian cyst.. Ultrasound pelvis - on (B)(6) 2014: normal pelvic ultrasound. Normal color doppler flow to both ovaries. Visualization of only the left essure coil. This however is likely technical. An ap radiograph of the pelvis could be performed for further evaluation if clinically warranted. Likely physiologic 2.1 cm left ovarian cyst.; on (B)(6) 2015: complicated cyst in the right ovary measures 3.8 cm in longest dimension. Based on appearance, this is favored to represent a hemorrhagic cyst. Normal color doppler examination of the ovaries.; on (B)(6) 2015: foreign body in uterus, sequela. Endometrium normal 7.6 mm. Uterus attenuating with bulbous fundus 8.9 x 5.3 x 4.2 cm; coils not discretely seen. Ovarian measurements 2.3 x 1.4 x 1.4 cm with sub cm follicle.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr was received: new events added : right essure coil is not seen. Reporters, concomitant conditions and medical history were added. Fu 3 and 4 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 33-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease, migraine, cyst of ovary, urinary frequency, bloating and discomfort. Previously administered products included for an unreported indication: zofran, nexium from 2005 to 2010, prenatal vitamins, birth control pills and tylenol. Concurrent conditions included eczema, breath shortness, abdominal pain, tubal ligation, vomiting, benign cervical tumor, indigestion and lower abdominal pain. Concomitant products included ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2014 for contraception as well as ibuprofen from (B)(6) 2016 to (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression / psychological or psychiatric problems ¿ depression, psych injury"), anxiety ("anxiety/mental anguish / psychological or psychiatric problems ¿ anxiety and mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion ("uterine foreign body, right essure coil is not seen"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with celecoxib (celexa), clonazepam (klonopin), gabapentin, nsaids, paracetamol (acetaminophen), piroxicam (paxil) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the device expulsion, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. Patient received treatment for abdominal pain, back pain, psycho injury, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. No leak of contrast outside the uterus. Ultrasound abdomen - on (B)(6) 2014: normal pelvic ultrasound. Normal color doppler flow to both ovaries. Visualization of only the left essure coil. This however is likely technical. An ap radiograph of the pelvis could be performed for further evaluation if clinically warranted. Likely physiologic 2.1 cm left ovarian cyst. Ultrasound pelvis - on (B)(6) 2014: normal pelvic ultrasound. Normal color doppler flow to both ovaries. Visualization of only the left essure coil. This however is likely technical. An ap radiograph of the pelvis could be performed for further evaluation if clinically warranted. Likely physiologic 2.1 cm left ovarian cyst.; on (B)(6) 2015: complicated cyst in the right ovary measures 3.8 cm in longest dimension. Based on appearance, this is favored to represent a hemorrhagic cyst. Normal color doppler examination of the ovaries.; on (B)(6) 2015: foreign body in uterus, sequela. Endometrium normal 7.6 mm.uterus attenuating with bulbous fundus 8.9 x 5.3 x 4.2 cm; coils not discretely seen. Ovarian measurements 2.3 x 1.4 x 1.4 cm with sub cm follicle.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Reporter information and new events added abdominal pain, back pain. Event outcome added abdominal pain, back pain, menorrhagia (heavy menstrual bleeding). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a (B)(6) female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease and migraine. Previously administered products included for an unreported indication: nexium from 2005 to 2010 and prenatal vitamins. Concurrent conditions included eczema and breath shortness. Concomitant products included ethinylestradiol; norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2014 and ibuprofen from (B)(6) 2016 to (B)(6)2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety/mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with celecoxib (celexa), clonazepam (klonopin), gabapentin, nsaids, paracetamol (acetaminophen), piroxicam (paxil) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date -(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs was received. Events added from pfs- pelvic pain, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), depression, anxiety, mental anguish, migraines/headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge and fatigue. Event outcome of pelvic pain was updated to recovering / resolving. Lot number added. New reporter information, patient¿s demographic details, medical history, concomitant condition, treatment and concomitant drug were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.